Event description:
According to the reporter, they had a capsule which failed to attach. It fell out the patient's mouth as they removed the catheter. A device was not used to retrieve the capsule. There was no harm to the patient and the user, no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.